Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is not confirmed. One unpackaged ar-6480 arthroscopy pump serial number: (B)(6) was received for investigation. Visual evaluation of the returned device noted wear and tear with superficial scratches. It was further noted that the inflow door handle was loose. The returned device was assembled with known good ar-6410 and ar-6430 pump tubing and was tested and evaluated under normal conditions to see if the failure could be reproduced. When connecting the ar-6430 outflow tubing it was noted that the motor was not responding as intended and the returned device would not register the outflow tubing. The cause for this can be attributed to wear and tear incurred from repeated and extended usage in the field. Date of manufacture: 2015-06. After selecting the desired pressure preset, the run button was pressed to start the machine. The device was run for 61 minutes with no issues. The returned ar-6480 arthroscopy pump was observed to respond and function as intended with no changes in pressure observed. No problem was found with the pressure. Pressure fault test: when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected¿no problem found. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected¿no problem found. Pressure testing evaluation with the pressure calibrator set at 100 and 200 mmhg gave the pump pressure results of 46 and 91, respectively. These results indicated no problem with pressures. The device information was read, and the total run time for the device was indicated to be 15 days, 12 hours, 41 minutes. It was noted during the test that the pump motor/rotating parts made a loud noise when running. The cause of this can be attributed to wear and tear of the motor, which is exhibited in the noisy motor and caused by extended usage in the field¿ date of manufacture: 2015-06.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 01/31/2025, a sales representative reported via (B)(4) that an ar-6480 dualwave pump continues to give pressure error at high speed - pressure fault. This occurred during use with no patient effect reported.